Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: evaluation. The customer's report was duplicated and attributed to faulty main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. The batteries and pads were not returned for evaluation. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. The device would be capable of delivering therapy. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted "change batteries" message and had no voice prompt after batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.